Event description:
It was reported that several cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.